Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an intermittently black lcd touchscreen was confirmed. Ventec replaced the lcd cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd cable.

Event description:
It was reported that the device needed maintenance. During the device's evaluation, ventec observed that its lcd touchscreen would intermittently go black. There was no patient involvement associated with the reported event.